Event description:
It was reported that during a hemicolectomy procedure, the staples didn¿t close. They ended anastomosis manually to complete the procedure. There was a delay of one minute. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.